Event description:
It was reported that an auto-off alarm occurred. Customer¿s blood glucose level was 300 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.